Event description:
Information received from the field notes that the patient was in the emergency room complaining of dizziness and the inability to stand up. Interrogation revealed unknown values and dashes (---) for many parameters. Attempts to program and interrogate were unsuccessful. Although the device was in vvi mode, there were long pauses in pacing. The patient reported having a bone density scan performed.